Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID:2134265-2014-03339, 2134265-2014-03340; 2134265-2014-03341; 2134265-2014-03342. (B)(6) clinical study. It was reported that cardiac arrest, myocardial infarction (mi) and patient death occurred. In (B)(6) 2012, a 2.5 mm x 8 mm promus element plus stent was implanted at the saphenous vein graft (svg) to first om. In (B)(6) 2013, the subject had cardiac arrest. The patient's cardiac enzymes were found to be elevated and mi occurred. On the same day, electrocardiogram (ECG) was performed and it was observed that the patient experienced ischemic symptoms. Microscopic examination of left tonsil revealed ¿diffuse large b-cell lymphoma¿. One day from admission, the patient had further bleeding from his tonsillar site, was hypotensive. The patient started having worsening of symptoms, had an episode of acute respiratory failure and died. Primary cause of death was myocardial infarction.